Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into the ra and rv lead to provide traction. Beginning with the lv lead, the lead was removed successfully with manual traction. Utilizing a cook medical 8f byrd dilator sheath on the ra lead, extraction attempts were unsuccessful. Switching to a spectranetics 11f tightrail rotating dilator sheath, advancement was made to the superior vena cava (svc). Next, targeting the rv lead with the tightrail, the lead was able to be removed. Moving back to the ra lead, progress was made to the distal tip of the lead but unable to be freed. Therefore, the 8f byrd dilator sheath and outer sheath were used, followed by a spectranetics 13f tightrail rotating dilator sheath, reaching the distal tip of the lead. With traction from the lld, the lead was removed; however, a pericardial effusion was detected via transesophageal echocardiogram (tee) and the patient's blood pressure dropped. Rescue efforts began, including pericardiocentesis. The patient stabilized and survived the procedure. This report captures the lld device providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of lld devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.